Event description:
A customer informed an ortho clinical diagnostic's field engineer that company had experienced several falsely elevated total beta hcg results on patient samples. The degree of bias observed may be used in critical diagnostic applications. There was not report of harm as a result of this event.